Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint from the customer on the v200 indicating that the device has a black screen during start up. It was reported there was no patient involvement at the time the issue was discovered, as it was during start up. Per a good faith effort (gfe) response no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair. Therefore, it could not be determined if it failed to meet specifications. A multi-vendor/clinical engineering department has handled the service call/incident. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.